Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to low blood glucose level due to (B)(6) 2020. Customer¿s blood glucose level was unknown. Customer reported that they treated under the emergency room. Customer felt sleepy. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer went to the emergency room for a few hours on (B)(6) 2020. The customer was not treated in the emergency room due to nothing being wrong with her and was sent home. The customer reported user error due to changing some settings on her own and stated that the insulin pump worked as it should.